Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, we have found that the pairing is failing due to a sake key decryption failure. The server returned a payload with incorrect data, which usually happens when the device fails the playintegrity check. This error code was returned: device_type_not_supported. When a device fails the playintegrity check it means that it is failing google's security check. The issue was confirmed through log analysis. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported sensor glucose vs. Blood glucose difference, loss of connection between pump and mobile. The customer experienced hypoglycemia, hyperglycemia with blood glucose value of 98 mg/dl. The hyperglycemia was treated with pump. The event involved product(s) mmt-1884, mmt-342, mmt-442ak, mmt-7040a, mmt-6101. Troubleshooting was partially performed and the issue escalated. The sensor glucose value was 64 mg/dl which was due to the medication (tylenol). No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-342. No product return is required for mmt-442ak. No product return is required for mmt-7040a. No product return is required for mmt-6101.